Event description:
A customer reported to baxter corporate product surveillance a y-type catheter extension set in which a leak was observed. According to the report, the extension set was connected to the patient to perform the apheresis procedure. The patient's blood ran through a centrifuge machine, and was then returned to the patient through the y-type catheter extension set. The leak was observed from the bonded junction of the y-junction and the tubing about 15 to 20 minutes after therapy had started. This is about the time it takes for the patient's blood to travel through the centrifuge machine and back into the patient. According to the reporter, only a very small amount of blood was lost due to the leak. The defective extension set was exchanged with a new extension set and therapy continued. Therefore, there were no reports of patient injury, adverse events, or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. During visual inspection no defects were observed. A pressure test was performed at 8psi, and a leak was observed between the y-junction and the tubing. Therefore, the reported condition was confirmed. An assignable root cause could not be determined at this time.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.